Manufacturer narrative:
Readings occurred with the same vial of test strips, but he can recall which vial he was using. Strip lot 102854 expiry 4/18/2023 strip lot 102676 expiry 11/22/2022

Event description:
It was reported the patient received the following results within 15 minutes: 490 mg/dl and 140 mg/dl. The customer had two different test strip vials at the time of the event. He reported that the readings occurred with the same vial of test strips, but he can recall which vial he was using. Therefore, both strip vials will be returned.

Manufacturer narrative:
Readings occurred with the same vial of test strips, but he cannot recall which vial he was using. Strip lot 102854 expiry 4/18/2023 - returned for investigation, see h6 for investigation codes related to this product. Strip lot 102676 expiry 11/22/2022 - not returned for investigation.